Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: according to the information provided, it was reported that the suture weren't well attached to the anchor when taking it out of the packaging, therefore the device couldn't be used. The device was received and evaluated. Upon visual inspection, the inserter was returned with the anchor attached. The anchor sleeve and the titanium pin are in good condition. The threader body/wire assembly was found to be entangled inside the titanium pin in two different holes. A manufacturing record evaluation was performed for the finished device 8l16887 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint cannot be confirmed. The possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure. The threader tab/wire assembly was twisted while opening the foil pouch, therefore, the suture was not able to be attached to the anchor, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the suture was not well attached to the anchor on the versalok threader tab device when taking it out of the packaging; therefore, the device could not be used. During in-house engineering evaluation, it was determined that the threader body/wire assembly was found to be entangled inside the titanium pin in two different holes. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.